Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 300 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, cracked battery tube threads, cracked case, broken belt clip rails, cracked retainer, faded serial number label and minor scratches on lcd window.